Event description:
The end user fell when the crutch punched through the tip.

Manufacturer narrative:
The end user was recovering from a surgical repair of an achilles tendon rupture. He was non weight bearing on his left lower extremity. He reported that he fell when the crutch tip wore through. When he did, incision of his heel opened. The area was debrided and a dressing change regime was initiated. The sample was returned and evaluated. It was found to be extremely worn overall with significant deterioration present on the arm pads and grips. One tip was found to be worn through. The plastic cap located at the base of the crutch was well worn, indicating the crutch had been used after the tip had worn through. The tip on the other crutch was flattened and exhibited great wear. Instructions provided with the device state that tips should be inspected prior to use.